Manufacturer narrative:
Pc-(B)(4) date sent: 6/4/2024 d4: batch # unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number c9d980, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that at the time of stapling the renal vein is inserted, the stapler is closed and activated with vascular reloads reload 35, the tissue is stapled, but at the time of the return of the blade it did not make it automatic, the black reverse button was pressed, which did not work, it felt loose and I had to manually return the blade. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2024. D4: batch # 798c09. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the shrouds partially opened, and with a reload loaded on the device. The reload was received fully fired. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The shrouds were removed and it was found that the red motor wire was pinched by the shrouds, causing the condition noted on the handle shrouds. As additional testing, the bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the motor wire and the shrouds is potentially related to a manufacturing process. The condition identified during the investigation of the reload received and has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 798c09, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/30/2024. Additional information has been obtained.